Manufacturer narrative:
The unit was received with an intermittent button response due to corroded keypad traces. No button error alarm. The unit had scratched lcd window, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, and missing address/serial label. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 449 mg/dl. Troubleshooting was not performed. The device was returned for analysis.